Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of very loud/black bars. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation the pca burned, and inlet/outlet seal contaminated was observed. There was one error has been identified. The device was scrapped.